Event description:
It was reported that outpatient seen in clinic with heartware controller # (B)(4) with loose connector noted at battery connection site #1. Patient without any vad alarms noted on interrogation of device. Patient vitals stable. No adverse events reported. All vad parameters within normal limits. Md notified and aware of need for controller change. Inr therapeutic. Controller was changed out in clinic by (B)(6) rn. Patient tolerated procedure well without any adverse events. Patient's backup controller # (B)(4) placed as new primary. All parameters post change within normal limits. New controller # (B)(4), and ac adapter (B)(4) given to patient as new backup. Heartware notified for replacement of controller.